Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain complete event information.

Event description:
Reference manufacturer report number: 1627487-2019-11484. Reference manufacturer report number: 1627487-2019-11485. It was reported that the patient was not receiving adequate therapy with their scs system. The patient underwent a laminectomy which removed all their pain. The ipg and extensions were explanted and the leads were left in place. It is unknown when the ipg and extensions were explanted.